Event description:
Account alleged a pt was under the influence of an illegal substance and was restrained in a stretcher bed. While in the stretcher, the pt attempted to burn their restraints off with a lighter. The mattress allegedly caught fire causing the rn to be burned while removing the restraints. The nurse was treated for first degree burns.